Manufacturer narrative:
An event regarding revision involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned medical records received and evaluation: a review of the provided x-rays by a clinical consultant indicated: this case cannot be solved with the current information and needs more information to establish a root cause of failure. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: as stated by the clinician: this case cannot be solved with the current information and needs more information to establish a root cause of failure. Additional information, including operative reports, progress notes and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Rep reported a revision of patient's right knee.